Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdraw difficulty were unable to be confirmed due to the unavailability of device nor imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of I fu/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''at the end of the valve deployment the balloon burst. The valve was well expanded but, despite some force, it was not possible to remove the delivery system from the patient. Finally it was converted to surgical intervention''. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely manufacturing non-conformance could have contributed to the complaint event. In this case, no details were provided with respect to patient anatomy nor inflation volume used. The balloon burst could potentially result from unfavored physical interactions between the inflation balloon material and the implant site with rigid characteristics (i.e. Calcified landing zone and/or pre-existing valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, any rigid characteristic at the landing zone can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. On the other hand, although the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. However, due to limited information, a definite root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. For the complaint of withdraw difficulty, as the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip during withdrawal, which then may have led to the experienced withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the reported withdrawal difficulty. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in belgium. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by transfemoral approach. At the end of the valve deployment, the balloon burst. The valve was well expanded. During withdrawl, despite some force, it was not possible to remove the delivery system from the patient. Surgical intervention was required to remove the devices. The patient was noted to be doing well after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.